Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported a problem with the involved angio-seal evolution device. The user located the artery and the anchor was set per the IFU. The puncture site was supported with one hand while the device was slowly withdrawn with the other. Prior to the marker being visible, the whole suture and collagen pulled out of the puncture site. The physician stated that the withdrawal force was not greater than usual. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. Patient height: 184cm.

Event description:
Additional information was received on june 29, 2018. The procedure being performed was an aneurysm embolization. There was no difficulty with arterial access. A pre angiogram was performed, 2 different positions. Hemostasis was achieved by manual hemostasis. The procedure outcome was successful, no complications. No other equipment or other devices were used. There was no blood loss. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation and to correct a statement that was provided in follow up no. 1. "A review of the device history record of the product code/lot# combination was conducted with no findings" was entered. One 6fr angio-seal evolution was returned for evaluation. The carrier tube and handle was returned mated with the hemostasis sheath and the collagen hung from the distal end of the exposed suture. The tamper tube was partially visible. The deployment sleeve was in the forward lock position. No anchor was visible. The plastic pouch was also returned with the device. The device was subjected to fluoroscopic examination and sub-components with the handle viz. Gear, clutch and tamper tube were checked. No structural anomalies were noted. For functional testing the device was moved to rear lock position and button on the handle was pressed to release the suture. The suture released from the spool as intended. There is no evidence that this event was related to a device defect or malfunction. The exact cause of anchor detachment cannot be determined, however, it is likely that failure to pull the device back to rear lock position before withdrawal may have led the anchor/collagen/suture to experience greater than normal forces. The exact cause of the reported event cannot be definitively determined based on the available information.